Manufacturer narrative:
Results: a review of the usage of the device history revealed no related quality notifications. The shields were removed from 7 customer returned samples. There were no deformities identified that could cause difficulty in replacing the stopper. The caps were put back on and filled with water and vigorously shaken. There was no leakage and the caps did not become dislodged from the tube. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customers¿ indicated failure mode.

Event description:
It was reported that the bd microtainer® map microtube for automated process leaked blood when the cap came off during pneumatic transport. No serious injury or medical interventions were reported. No mucous membrane exposure reported.